Event description:
It was reported that a SHUNTASSISTANT 2.0(#FX649T) was implanted on (b)(6) 2026.According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure on (b)(6) 2026. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Permeability Test: A permeability test has shown that the SHUNTASSISTANT 2.0 is permeable. Computer controlled test: To investigate the claim of under-drainage, the opening pressure is measured using a Miethke Computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the SHUNTASSISTANT 2.0 operates within the accepted tolerance in the horizontal position, but not in the vertical position. An accelerated outflow was determined. Internal inspection: After dismantling of the valve, organic deposits were found. Results: In advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried organic deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on the investigation results, accelerated outflow can be detected in the vertical position on the SHUNTASSISTANT 2.0. The deposits visible in the valve led to a change in the flow rate. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus treatment. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from Christoph Miethke GmbH & Co. KG. No further regulatory actions are required from our point of view.